Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-08762. It was reported that the right ventricular (rv) lead exhibited loss of capture. During the lead revision, it was discovered that the atrial and rv leads were dislodged. A chest x-ray confirmed dislodgement of both leads. The leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 46.1cm. Analysis was normal. No anomalies were found.